Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the customer being ill, the customer experienced an elevated blood glucose (bg) level of 389 mg/dl with large ketones. The customer delivered a bolus with the pump to address bg level. However, when programming the bolus, the customer accidentally programmed a bolus that was larger than intended. Reportedly, the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. The customer delivered the unintended bolus of 11 units completely prior to calling tandem technical support. The customer confirmed bg level would continue to be monitored.